Manufacturer narrative:
Qn#(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of screen does not turn on is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
There was no patient involvement. It was reported that during weekly checks, it was found that the intra-aortic balloon pump (iabp) screen does not turn on when the iabp is powered up. It was noted that there is an alarm tone, the cable to the monitor is well attached, and there is no damage to the cable. The staff stated that the pump has been plugged in storage and the green light and yellow light indicators are lit. As a result, the pump was sent to bio-med to be checked out.

Manufacturer narrative:
(B)(4).

Event description:
There was no patient involvement. It was reported that during weekly checks, it was found that the intra-aortic balloon pump (iabp) screen does not turn on when the iabp is powered up. It was noted that there is an alarm tone, the cable to the monitor is well attached, and there is no damage to the cable. The staff stated that the pump has been plugged in storage and the green light and yellow light indicators are lit. As a result, the pump was sent to bio-med to be checked out.